Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about one infusion set fell off. Infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.